Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6944-65 lead implanted: 2002-(B)(6), 419488 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the patient was admitted for shortness of breath. There was intermittent atrial undersensing on the right atrial (ra) lead. It was, subsequently, reported that the patient presented to the emergency room with an atrial arrhythmia suspected as atrial fibrillation. An interrogation, again, noted the atrial lead with undersensing. A cardioversion was being performed by the physician. The lead remains in use. No further patient complications have been reported as a result of this event.